Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the mcl20 misfired and had scissored clips. Another clip applier was used to complete the case. There was no consequence to the pt.